Event description:
Shortly after initiation of treatment with the involved dialyzer, the patient complained of back pain, headache and anxiety. The dialyzer was preprocessed with bleach and formaldehyde. Schiffs test was done prior to treatment and was negaive. The patient is reported to be doing ok with no further complications.